Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced warming and painful heat at his ipg site when stimulation is off. It occurred 2 or 3 times and lasted a few mins. The sensation starts off warm then gets hot. This is not related to charging. A CT scan has been ordered.